Event description:
Dr states needles failing. Coaxial achieved 18/15. Does not fire and does not cut after it has been fired when cocked. Can cock it once then when cocking the second time, it will not lock. 1 in 3 pts affected, not on a consistent basis. Can use another from the same box and it works fine. No pt injury.